Event description:
It was reported that the insulin gauge was inaccurate and that an empty cartridge alarm occurred. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose (bg) level was ¿high¿, although a specific value was not given and high ketones. The customer addressed their bg with a manual injection.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.